Event description:
The site contacted berlin heart clinical affairs (ca) on 2025-11-26 to report that on (B)(6) 2025, the patient presented with new onset generalized convulsive seizure, with noted gaze up and to the left. CT was obtained on (B)(6) 2025 and noted intracranial hemorrhage (ich). After consulting with neurosurgery, surgical evacuation was not recommended. Neurosurgery wants to allow the ich to resorb on its own. The patient was loaded with keppra and continued, all anticoagulation placed on hold (B)(6) 2025 and resumed (B)(6) 2025. Serial cts were performed from (B)(6) 2025 to (B)(6) 2025. The patient is being supported with the excor system in bi-vad configuration. The excor blood pumps maintained full filling and ejection. Deposits were noted in both pumps.

Manufacturer narrative:
The excor blood pumps pu valves; 15 ml in/out; ø 9 mm, lvad, s/n (B)(6) and rvad, s/n (B)(6), are used on the patient from (B)(6) 2025 to date. The event occurred on (B)(6) 2025, which is (210 days) after the pump was placed on the patient. We have reviewed the production records of the excor blood pumps. This pump were produced according to our specifications. The excor rvad blood pump s/n (B)(6) information as follows: the manufacture date for this lot: 2024-05-22. The expiration date for this lot: 2027-04-26. UDI: (B)(4).